Manufacturer narrative:
The exact date of the event is unknown. The provided event date 07/01/2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-50 , serial number: (B)(4), batch/lot number: 15500242/ 15484827, model/catalog description: linear st trial lead kit 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.